Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving ropivacaine (naropi n) and unknown morphine drug via an implantable pump for spinal pain. It was reported that the patient had the pump refilled last week and ever since then, the patient has noticed a beeping sound like an alarm is going off. The caller said they interrogated the pump with the patient and the physician and it clearly shows that the reservoir volume is at 18 ml and the alarm is set at 2 ml. At one point the patient said the pump was alarming once every hour and another time it was alarming every couple days. The healthcare provider had the patient in the clinic for over an hour and they hadn't heard the alarm. Caller confirmed that the patient had an magnetic resonance imaging (MRI) prior to the last refill and that the pump had reached a low reservoir status. Agent reviewed that they might be dealing with a concurrent alarm. Caller was able to silence the active alarm and update the pump during the call. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the manufacturing representative (rep) on 2026-jun-24. When asked if the cause of the alarm going off was determined, the rep reported that technical services said it was likely the combination of a low reservoir alarm sounding coupled with an MRI alert within a couple of days. The alarm after the refill was the low reservoir alarm. They reported that steps taken to resolve the issue included that technical services walked the rep through how to turn it off. The healthcare provider (hcp) was present to update the pump. (B)(6) 2026 e1 (rep): additional information was received from the manufacturing representative (rep). When asked if the cause of the alarm going off was determined, the rep reported that technical services said it was likely the combination of a low reservoir alarm sounding coupled with an MRI alert within a couple of days. The alarm after the refill was the low reservoir alarm. They reported that steps taken to resolve the issue included that technical services walked the rep through how to turn it off. The healthcare provider (hcp) was present to update the pump.